Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds & helix issues. After removing this rv lead, and trying to reposition it, the physician experienced difficulty extending the helix, and screw was rotated more times than recommended. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. The lead failed the stylet insertion test indicative of a necked-down inner coil, and a necked-down inner coil near the terminal pin was noted, which is indicative helix extension/retraction difficulty and over-torque, such damages are considered a design issue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds & helix issues. After removing this rv lead, and trying to reposition it, the physician experienced difficulty extending the helix, and screw was rotated more times than recommended. Another lead was successfully implanted. No additional adverse patient effects were reported.